Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experiencing low blood glucose. Customer's blood glucose level was 37 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with food. Customer does allege insulin pump was over delivering. Customer stated that the drive support cap appeared normal. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.